Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier scanner not worked. The field service engineer (fse) reseated the bioid usb cable and reinstalled the bioid driver software. After testing, the user was able to log in successfully using bioid with no further issues observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner was not working, which located on mtzor4. The user mentioned that the system prompted the user to log in using a password and required a witness and had not attempted to reboot the station yet because a procedure was currently in progress. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.